Manufacturer narrative:
Identification of issue has been done by analyzing problem description. The servo ventilator or flow anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. Low pressure alarm is activated if measured pressures are outside alarm limits - compressed air pressure drops and stays below 29 psi (200 kpa/2 bar) for more than 5 seconds. The alarm is activated until the air pressure rises above approx. 36 psi (250 kpa/2.5 bar) for more than 5 seconds, or the compressor is switched off. Unfortunately, no additional information was available for further analyze, therefore the root cause could not be determined. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
UDI related data quality updates. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
It was reported that the compressor generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).